Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 300 mg/dl.